Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery was involved in power switching. The occurrence of the event was an incidental finding during interrogation of the controller log files by the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller contains a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed a premature power switching events that were due to momentary disconnections between the controller and the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Event description:
The site further reported that the device has been discarded.